Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07564. It was reported that a guidewire fracture occurred. The target lesion was located at the left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotalink¿ plus fractured the rotawire¿ outside the patients body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07564. It was reported that a guidewire fracture occurred. The target lesion was located at the left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During preparation, it was noted that the rotalink¿ plus fractured the rotawire¿ outside the patients body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken at 43cm from the proximal section of the device. The overall length could not ne measured due to the device condition. All other dimensions were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07564. It was reported that a guidewire fracture occurred. The target lesion was located at the left anterior descending artery. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During preparation, it was noted that the rotalink plus fractured the rotawire outside the patients body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.